Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis was advised. The device was never in service. There was no patient involvement.